Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported the speaker crackles when the device is connected to ac intermittently. There was no reported adverse patient impact.

Event description:
The customer reported the speaker crackles when the device is connected to ac intermittently. There was no reported patient involvement/adverse patient impact.